Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a fill resistance issue. Customer's blood glucose level was 129-130 mg/dl. Customer changed the needle and was able to resume insulin delivery.

Event description:
It was reported that the customer experienced a fill resistance issue. Customer's blood glucose level was 129-130 mg/dl. Customer was able to fill their cartridge using the same needle and resumed insulin delivery.